Event description:
Information received by medtronic indicated that the customer reported the minimed connect app was not loading. Troubleshooting was performed and found that there were no compatibility issues. No harm requiring medical intervention was reported. The customer will continue using the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.